Event description:
Customer reported that the ortho provue analyzer probe left droplets of fluid on top of the foil seal of the mts gel cards during dat testing. The customer did not report condition codes were posted by the instrument.

Manufacturer narrative:
Customer reported that the ortho provue analyzer probe left droplets of fluid on top of the foil seal of the mts gel cards during dat testing. The customer did not report condition codes were posted by the instrument. However, log files submitted by the customer for investigation did not indicate that the instrument posted any well incidences. An ocd field engineer (fe) arrived on site. Fe replaced the probe, wash station and performed the appropriate adjustments to return the analyzer to expected operation. No erroneous results were reported. No death or serious injury was reported as a result of this incident. Erroneous results were not reported as a result of this incident. Carry over and / or cross contamination was not reported as a result of this incident. The customer reported that the analyzer did not post a condition code indicating an incident in the fluidics system. If this incident were to recur undetected, erroneous results could be reported and possible transfusion of incompatible blood could occur. Based on the available information, instrument malfunction could not be ruled out as a possible contributing factor.